Event description:
It was reported that the laser is not firing enough power. A clicking noise and an intermittent lack of power were noticed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the laser is not firing enough power. A clicking noise and an intermittent lack of power were noticed. The procedure was completed with the same device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). During service, the fse observed the customer does not have any good debris shields. The far relay optics were identified to be out of alignment, which most likely caused more blown fibers than usual, and also contributed to the bad debris shields that were muting energy distribution out of the fiber port. Furthermore, the aiming beam alignment was misaligned. The fse adjusted the alignment for the far and near relay optics on channels one to four, the high reflector (hr) optics on channels one and four, and the aiming beam alignment. After all alignments were adjusted and the debris shield was replaced, the laser console passed full functional and electrical safety testing. Based on the analysis results and available information, the reported laser not firing enough power event was confirmed. The misaligned mirror and aiming beam are most likely the reason that caused the debris shield damages and lack of power. Therefore, a conclusion code of cause traced to maintenance was assigned to this investigation.